Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 2 states, "improper selection, placement, positioning, and fixation of the device can lead to failure of the device or the procedure. The surgeon is to be familiar with the device, the method of application and the surgical procedure prior to performing surgery."

Event description:
It was reported that patient underwent a hand arthroplasty on (B)(6) 2014. During the procedure, the anchor would not remain seated in the bone. Another juggerknot was used to complete the procedure.